Event description:
It was reported that the user experienced fluctuating blood glucose with a low to 68¿69 mg/dl and a high to 203 mg/dl while using the ilet, including a nighttime low after prior elevated readings when the ilet delivered correction doses. Symptoms included no reported clinical symptoms during the low. Outcomes included self-treatment with oral glucose tablets or juice and continued ilet use without hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed that the cause of both the hyperglycemia and subsequent hypoglycemia remained unclear, and the device was reported to deliver corrections as designed without identified device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.